Event description:
Using a libre 3 sensor to check sugar. My libre 3 said my sugar was 74 but it was close to 280. I checked it over a period of 8 hours and it continued to go down and beep that my sugar was low which I took glucose and ate. After 8 hours I did a blood check to find my sugar over 350, I was sick had acidosis and took the sensor off. I used my blood check over the next ten hours before inserting another new libre 3 sensor. This time I kept track from the very beginning and this sensor was between 120 to 160 points above what the libre three was showing. I took out that sensor. I tried another sensor. Same thing. I continued to try several of the sensors in my shipment and stopped after checking 5 and all 5 were way off. These sensors were checked against the serial number posted on the recall but these sensors although they were not on the recall list are bad. I think libre should recall all the sensors and send out new ones that actually work within an acceptable framework. I tested 5 sensors with the results all the same. I have saved the sensors, these sensors were not on the recall list but are defective. I had three more serial number to add to those above. Health effect code: 2364, 1905. Device problem code: 2917, 1535. Reference report: mw5182159, mw5182160, mw5182162, mw5182163, mw5182164, mw5182165, mw5182166.